Event description:
It was reported to philips healthcare that the heartstart xl shock charge time was slow during use. The unit charge time increased with every charge cycle. There was no reported pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.